Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
Patient underwent initial aaa repair in 2006. One main body and two iliac leg grafts were placed. Then in 2007, patient underwent add'l aaa procedure due to a type I endoleak where one of the iliac leg grafts did not stay sealed.